Manufacturer narrative:
(B)(4).

Event description:
It was reported that while running a capture test, intermittent post-paced t-wave oversensing was observed. The patient was asymptomatic. There were no other anomalies. No further information is available.

Event description:
New information received notes that another instance of post-paced t-wave oversensing was observed. Programming changes were made. The patient was stable before, during, and after the device interrogation and will continue to be monitored.